Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. The bend/kink was confirmed. The difficulty opening and closing the foot was confirmed based on the condition of the returned device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the suture was there but was not successfully deployed. The foot would not move into place as normal, as if it was locked. Upon removal of the device it was noted that there was a bend in the device where it was previously straight. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a mitraclip procedure. Reportedly, the suture of the prostyle device did not deploy. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.